Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Foreign: (B)(6). Skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the vdoc service portal. Product review of the skin graft mesher by medicrea on may 19, 2017 revealed that the 1.5:1 ratio cutter, serial number (B)(4), does not cut properly and must be replaced. The roller end was damaged and there were several sharp points on the shaft. The roller and the bearing washer were damaged and worn. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2017 which included replacement of the bottom roller and bearing washer. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the roller end was damaged and there were several sharp points on the shaft. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the roller end was damaged and there were several sharp points on the shaft. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device damaged product and is not cutting. There is a sharp point on shaft where handle goes, roller damage. Product received with the cutter size 1,5 this cutter doesn't cut properly. No adverse events were reported as a result of this malfunction.